Event description:
String came out and broke off. Not able to get [tampon] out - vagina [foreign body in reproductive tract] string came out and broke off - tampon [device breakage] [tampon] had moved. Was not able to get it [device dislocation]. Case narrative: consumer reported via e-mail that the tampon string broke off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.